Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: g3: field in prior report submitted on jan 2, 2025 should be populated with date dec 12, 2024.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. The patient was stable throughout.